Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 14.1 cm - 15.1 cm from the connector pin, due to friction with device can and made larger due to explant damage. The abrasion in the outer insulation could have caused the reported complaints in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced dizziness. The atrial lead sustained rib clavicle crush damage. The lead was explanted and replaced.